Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damage. The support coil, gripper and the embolic coil were received out of the introducer. The support coil and gripper were found without damaged while the embolic coil was found stretched. The gripper and embolic coil were inspected under; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The orbit mini complex fill 3x6 coil (B)(4) streched during the procedure. Information has been requested.

Manufacturer narrative:
It was reported that the 3x6 orbit mini complex fill coil (637mf0306/15560233) stretched during the procedure. It was indicated that there was no adverse event or product problem outcome. No further clinical or procedural information has been obtained in response to multiple investigative efforts. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damage. The support coil, gripper and the embolic coil were received out of the introducer. The support coil and gripper were found without damaged while the embolic oil was found stretched. The gripper and embolic coil were microscopically inspected; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by application of excessive force; however no definitive conclusion can be made. Based on the lack of available information, no conclusion can be made regarding possible procedural or clinical factors that may have contributed to the event. With review of the analysis and the device history records, there is no indication that the event is related to the manufacturing process; procedural/clinical factors may have contributed. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.